Manufacturer narrative:
(B)(4). Date sent: 10/21/2020 d4: batch # u9444m investigation summary the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The event described could not be confirmed as the device was returned empty. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch/ serial number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure that the fourth clip and any additional clips after were scissoring. Another like device was used to complete the procedure. There were no adverse consequences for the patient.